Event description:
Reportedly, the touch screen froze. The device was not in use on a patient when this event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and performed a software upgrade. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).